Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, a temperature change had occurred prior to the alarm. Customer's blood glucose level was 400 mg/dl. The occlusion alarm was cleared, and insulin deliveries were resumed.